Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned to zoll (B)(4) for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4). A visual inspection of the system was performed and found the top cover and front enclosure were cracked. The autopulse platform is a reusable device and was manufactured on 06/21/2007. Therefore, these types of physical damage found during visual inspection are characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. A review of the archive was performed and found multiple faults "system error 139 - unable to hold compression position" message occurred on (B)(6) 2016; thus confirming the reported complaint. Functional evaluation of the returned autopulse platform was unable to be performed as a "system error -out of service - revert to manual CPR" message was observed upon power up, therefore confirming the reported complaint. The processor board was replaced to remedy the fault. Additionally, the clutch plate was deburred and is not related to the reported complaint. Processor distribution board was also replaced as a routine service. In summary, the customer's reported complaint was confirmed during archive review and functional testing. The root cause was attributed to a defective processor board. The physical damages found during visual inspection can occur due to normal wear and tear and/or physical abuse. After replacement of the parts identified during investigation, the platform passed all final functional testing criteria and performed as intended.

Event description:
It was reported that during a shift check, the autopulse platform (s/n: (B)(4)) displayed "test failed start manual CPR" error message upon self-test and no error codes were reported. No patient involved with this event. No additional information provided.